Event description:
Four years following intraocular lens (iol) implant surgery in (B) (6), a consumer reported that his vision is like looking through a screen door. The customer reported nothing is crisp and clear. The consumer was advised to use artificial tears, but this has not improved his vision. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).